Manufacturer narrative:
**Update** medical records received indicate metal-on-metal synovitis in adverse tissue reaction with loosening of the acetabular component of a left total hip replacement with secondary late hematogenous septic arthritis. The complaint was reopened to update the MDR decision. The devices associated with this report have still not been returned. As when fist investigated, the complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. The lot codes required to perform a lot specific database search for the associated cup, stem and insert were still not identified in the records received. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for infected hip. Medical records received indicate metal-on-metal synovitis in adverse tissue reaction with loosening of the acetabular component of a left total hip replacement with secondary late hematogenous septic arthritis. The complaint was reopened to update the MDR decision.